Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and replaced the atp board and system board. A complete x-ray calibration was then performed. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect boards have been returned to the manufacturer for evaluation, however, nor results are available at this time.

Event description:
A medtronic representative reported that outside of a procedure, the logs on the imaging system showed an x-ray state time out error. There was no patient present when this issue was observed.

Manufacturer narrative:
The atp console and system control board were returned to the manufacturer for analysis. The boards were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.